Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient blood glucose level reached 33 mmol/l (594 mg/dl). The patient developed an infection at the pod¿s insertion site while wearing the device between 37 and 48 hours on the arm. Symptoms included thickness on the skin, redness, pain and irritation. The patient reports undergoing 2 operations due to the skin infection. The report is 2 of 2.